Event description:
Reportedly, the device was explanted after an implant duration of approximately 69 months, due to moderate/severe mitral regurgitation. Surgeon noticed that the leaflets did not coapt properly. "Line up coaptation for a couple of the leaflets did not match with the other two leaflets." No calcification or stenosis was noted. The pathology/histology department examined the device before releasing it to the sales rep. Rep received the device in 2009, however, a portion from all three leaflets were cut before provided to her by the pathology/histology department. Letter required.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. The section that missing, for pathology testing, measure to an average of approximately 3mm at the free margin by 9mm into the cusp area. The coaptation region could not be evaluated due to the described cut outs. Hematoma is evident in the cusp area of all three leaflets at the outflow aspect. Minimal to moderate host tissue overgrowth is detected at the tissue outflow; it encroached onto the tissue and into the orifice by 3mm. No inconsistencies detected in the x-ray. The valve is not suitable for functional testing, due to its current condition. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, device evaluation anticipated, but not yet begun.